Event description:
It was reported that during an unknown procedure, the device could not fire as expected. Sometimes the blade didn¿t go forward. The device fired many times to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: did the device deliver staples when the blade did not go forward? No. On which firing did this occur? Unk. Did the user have to use more than the 4 strokes to complete the firing cycle? Yes.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the device deliver staples when the blade did not go forward? On which firing did this occur? Did the user have to use more than the 4 strokes to complete the firing cycle? The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was noted to be nonfunctional, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.